Event description:
Discrepant elevated advia centaur troponin ultra results were obtained. The ER doctors questioned the results and the samples were retested on a different system. The corrected results were obtained and reported. There was no pt intervention or report of adverse health consequences due to the discrepant troponin ultra results.

Event description:
Discrepant elevated advia centaur troponin ultra results were obtained. The ER doctors questioned the results and the samples were retested on a different system. The corrected results were obtained and reported. There was no pt intervention or report of adverse health consequences due to the discrepant troponin ultra results.

Event description:
Discrepant elevated advia centaur troponin ultra results were obtained. The ER doctors questioned the results and the samples were retested on a different system. The corrected results were obtained and reported. There was no pt intervention or report of adverse health consequences due to the discrepant troponin ultra results.

Event description:
Discrepant elevated advia centaur troponin ultra results were obtained. The ER doctors questioned the results and the samples were retested on a different system. The corrected results were obtained and reported. There was no pt intervention or report of adverse health consequences due to the discrepant troponin ultra results.

Event description:
Discrepant elevated advia centaur troponin ultra results were obtained. The ER doctors questioned the results and the samples were retested on a different system. The corrected results were obtained and reported. There was no pt intervention or report of adverse health consequences due to the discrepant troponin ultra results.

Event description:
Discrepant elevated advia centaur troponin ultra results were obtained. The ER doctors questioned the results and the samples were retested on a different system. The corrected results were obtained and reported. There was no pt intervention or report of adverse health consequences due to the discrepant troponin ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate the cause of the discrepant troponin ultra results was due to the malfunction of the pinch valve tubing for the aspirate probes. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate the cause of the discrepant troponin ultra results was due to the malfunction of the pinch valve tubing for the aspirate probes. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate the cause of the discrepant troponin ultra results was due to the malfunction of the pinch valve tubing for the aspirate probes. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate the cause of the discrepant troponin ultra results was due to the malfunction of the pinch valve tubing for the aspirate probes. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate the cause of the discrepant troponin ultra results was due to the malfunction of the pinch valve tubing for the aspirate probes. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate the cause of the discrepant troponin ultra results was due to the malfunction of the pinch valve tubing for the aspirate probes. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.